Manufacturer narrative:
Haemonetics field service engineer was dispatched to inspect the pcs®2 plasma collection system. The field service engineer gave device a complete check and no problems were found. Device performed to specifications. There are no nonconformances against this serial number. There are no capas related to this complaint. A review of the device history records shows no issues during manufacturing and all testing passed. There were no issues, events or alarms noted with the equipment used during the procedure and there were no issues noted with the disposables. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On july 14, 2022, haemonetics was made aware of a donor fatality on (B)(6) 2021 which occurred within 48 hours of the donor's last donation procedure using a pcs®2 plasma collection system. Donor's step-mother reported donor's death was sudden. Donor had stated he had a headache and passed away shortly after. CPR was attempted by donor's brother with no avail. Donor's step-mother mentioned that donor had off and on seizures throughout his adult life and had learning disabilities (donation center was not informed of his seizures throughout his adult life or learning disabilities). Center was informed of his death on april 10, 2022. Donor's last donation occurred on (B)(6) 2021. Donor had a total of 80 donations in the prior 12 months. Disclosure of febrile seizure at age of 2 years was disclosed in a medical note captured on (B)(6) 2014. Dvt diagnose on (B)(6) 2016 was information provided by the donor to medical staff on (B)(6) 2017. Active deferral for anti-d donor identification was noted however, this does not prevent the donor from donating (identification purposes only). An autopsy report was completed and the cause of death was listed as pulmonary thromboemboli; manner of death listed as natural. There was no report of donor reaction during the procedure. There were no reported errors on the equipment or issue with disposables used in the procedure at the time of the donation.